Event description:
A company representative reported that the tip of a cascadia an lordotic-oblique inserter fractured intra-operatively. The procedure was completed successfully using a replacement device with a one minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: b5, h3. H6: coding has been updated to reflect completion of the investigation.

Event description:
The patient was reported to have hard bone quality.